Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.50/+5.5/071 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a refractive surprise and rotation, and was repositioned. The lens was explanted on (B)(6) 2015 and exchanged for another same model but different diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Additional information: the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Performed visual inspection and found the haptic torn. Work order search: no similar complaints were reported for units within the same lot. (B)(4).